Manufacturer narrative:
No unexpected low battery alerts noted during testing. Filled an infusion set, manually bolused and monitored with no air bubble anomalies noted. Passed displacement test, rewind test, basic occlusion test, prime/delivery test, occlusion test, excessive no delivery test and off no power test. The operating currents were in specifications. Cracked reservoir tube lip noted. Minor scratches on lcd window, scratches on reservoir tube window and cracked battery tube threads. Moisture damage found on all electronic assemblies. Corrosion on motor assembly noted.

Event description:
Customer reported via phone call that reservoir compartment was cracked. Customer's blood glucose was 200 mg/dl. Customer also reported of having issues with air bubbles and leaks and was advised that reservoir damage was not causing issues. Customer states that battery longevity was not as it was. Customer was advised that insulin pump would need to be replaced.